Manufacturer narrative:
This report is 2 of 2 mdrs for this event (reference 0001825034-2016-04566-1).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2016-04563-4 and 04566-7).

Event description:
During a shoulder revision the glenoid post fractured during removal and it's not clear which component caused this issue so both the glenoid post and glenoid base will be reported. It is not known at this time if fractured pieces fell into the patient

Manufacturer narrative:
This report is being submitted to reflect information not previously available on earlier reports. Review of manufacturing history found no evidence of product non-conformance. Visual examination of the returned device confirms the reported condition, as the head, taper adapter, and nano humeral component showed evidence of biological residue and scratches, but no fretting or abnormal wear. The glenoid component had been cut into pieces, as was noted by the surgeon in his feedback. There is still polyethylene (pe) attached to the post which could not be removed. This likely was compromised when the surgeon cut the glenoid. A deviation from the surgical technique noted in the operative report likely caused the surgeon to be unable to remove the pe from the post. However, a conclusive root cause could not be determined.